Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where an infusion set cannula was split in the middle like if it were cut after being used for less than one day. Patient noticed the symptoms 3 or more hours after insertion. The site was upper buttocks and was rotated regularly. Patient's blood glucose at the time of event was 498mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.